Manufacturer narrative:
Batch review performed on 24 march 2025 lot 2411523: (B)(4) items manufactured and released on 17-june-2024. Expiration date: 2029-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional item involved in the event, batch review performed on 24 march 2025: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2413109 lot 2413109: (B)(4) items manufactured and released on 27-sep-2024. Expiration date: 2029-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and glenosphere. The surgery was completed successfully.